Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump intermittently stopped charging while plugged into a power source, and the customer needed to wiggle the usb cable while inserted into the pump usb port in order for the pump to charge successfully. The issue persisted across multiple cables. The customer's blood glucose (bg) level was 200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.